Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvmb11, (imp,tsv,mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed, signs of use was identified. The implant had bone debris on its external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1276992. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1276992 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported nerve damaged on tooth location 36. Paresthesia reported as a consequence of the event. Additional information received by the doctor. She confirmed that the implant was too close to the nerve and the patient complained about pain, therefore the implant was removed and replaced

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported nerve damaged on tooth location 36 and implant was removed. Paresthesia reported as a consequence of the event.